Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4).updated sections: g4, g7, h2, h3, h6, h10.analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure.historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode.trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period (B)(6) 2019 through (B)(6) 2021 was reviewed. There were no triggers identified for the review period.communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information.testing of actual/suspected device: (10/213/67) the delivery device was returned for evaluation on (B)(6) 2021. Photograph from the account shows that the delivery device was outside the loading device with the seal observed extended out of the tube. Aortic cutter was seen on the side of the delivery tube with the lid on. Device was investigated on (B)(6) 2021. Aortic cutter was not returned. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the loading and delivery device. The tension spring assembly remained in the delivery tube with the seal extended outside the tube. The blue slide lock was dis-engaged and the white plunger was fully depressed on the delivery device. The seal was observed to be out of the tip of the delivery tube in an unwrapped state. The tension spring was removed from the delivery tube. The seal was observed to have no cracks or delamination. No measurements of the delivery tube was conducted due to the presence of blood. Blood was observed in the delivery tube which indicates that there was an attempt to insert the device into the aorta. No visual defects were observed. Based on the returned condition of the device and the evaluation results, the reported failure "activation problem" was not confirmed.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (3.8mm). They loaded the seal to the delivery device according to the IFU normally and inserted the seal into the aorta hole, but the seal was caught at the end of the delivery device and the hole was normally. The seal deployed but stuck inside the delivery tube. This non-blocking phenomenon occurred, so the operation was completed after replacing it with another identical new product. There was no abnormality in the patient's condition.